Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issues appear to be related to operational context. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect occlusion is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. It was reported that the procedure was to treat the completely occluded left anterior descending (lad) and diagonal coronary arteries. The vessel was pre-dilated and the 2.5x23 mm xience skypoint stent was deployed and trapped an unspecified wire which was in the diagonal artery. Imaging showed an open lad post stenting. However, upon removal of the guide wire and during an unanticipated movement of the patient, the wire and stent were forcibly pulled back and the wire became balled up at the proximal end. The vessel closed down and no balloon could cross. The patient was sent to emergent open heart bypass surgery and the stent remains implanted. The patient was hospitalized additional time; however, the patient is doing well. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and/or delivery system. In this case, the account reported unanticipated patient movement during removal and understand that a instructions for use deviation occurred and are aware of their error. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- excessive force and failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the completely occluded left anterior descending (lad) and diagonal coronary arteries. The vessel was pre-dilated and the 2.5x23 mm xience skypoint stent was deployed and trapped an unspecified wire which was in the diagonal artery. Imaging showed an open lad post stenting. However, upon removal of the guide wire and during an unanticipated movement of the patient, the wire and stent were forcibly pulled back and the wire became balled up at the proximal end. The vessel closed down and no balloon could cross. The patient was sent to emergent open heart bypass surgery and the stent remains implanted. The patient was hospitalized additional time; however, the patient is doing well. No additional information was provided.